Event description:
Additional information received from a manufacture representative reported the cause was undetermined and the catheter was not evaluated yet. Additional information received from a healthcare provider reported the pump had not been removed but will be as eri is less than 21 months. It was noted the catheter had not been evaluated yet.

Manufacturer narrative:
Continuation of d11: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2009, product type: catheter; product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2009, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis #: (B)(4). Analysis information -- 2020-10-29 11:07:09 cst pli# 20 product ID#: 8637-40 h3: the catheter was returned, and analysis found coring-tears-cuts in the seal of the catheter connector possibly caused by occlusion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2009 explanted: (B)(6) 2020 product type catheter p roduct ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 28-sep-2020 and it was reported that the patient began hearing an alarm on their pump on sunday afternoon. The patient began noticing withdrawal symptoms about 12 hours later including sweating, nausea and body aches. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was read and it was determined that a motor stall occurred with no recovery. The pump was replaced. During the replacement they were unable to withdraw csf (cerebral spinal fluid) from the old pump¿s cap (catheter access port). After cutting off the sc (suturless connector) csf (cerebral spinal fluid) began to flow from the catheter. The sc (sutureless connector) was replaced and connected to the new pump. Csf(cerebral spinal fluid) was easily withdrawn out of the new pump¿s cap with the new sc (sutureless connector) attached. It was noted that the pump was used to deliver dilaudid 15mg/ml at 4mg/day and bupivacaine concentration reported as both 15mg and 7mg at 4mg. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. It was reported the patient was in for a cap procedure prior to having the pump replaced and the hcp was unable to withdraw fluid. There was no environmental/external/patient factors that may have led or contributed to the issue noted. The patient did state that they felt the effect of their intrathecal drug when giving themselves a bolus with the ptm. The patient was supposed to have the pump replaced and they would check catheter at that time. There were no symptoms reported and it was unknown if the issue was resolved. Additional information received from a manufacture representative reported the cause was undetermined and the catheter was not evaluated yet.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 2020-(B)(6) 11:07:09 cst pli# 20 product ID# 8637-40 h3: the pump was returned, and analysis found a stall due to shaft-bearing and corrosion and-or wear and-or lubrication. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.